Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked connector on the returned drainage catheter was confirmed, but the root cause of the damage was unknown. One 6fr locking pigtail drainage catheter was returned for investigation. The product appeared to be used. The string was wrapped around the indent and the rubber seal had been advanced over the indent. The white connector was cracked and the pieces that broke away were received separate from the connector. The longest fragment that cracked was 12mm in length. The fractured surfaces of the white connector were jagged and uneven. While the damage reportedly occurred during use, the exact cause of the cracked material was not determined.

Event description:
It was reported that catheter hub allegedly cracked after placing luer lock connector. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of gfav3641 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter hub allegedly cracked after placing luer lock connector. No patient injury reported.